Event description:
It was reported that the system with a communicator and this pacemaker recorded a red call doctor icon. According to the field representative, the right ventricular (rv) lead pacing impedance is high, out of range. The device is programmed aai as this is a known issue with this patient. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.